Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient an electrodes were rubbing causing the top layer of the skin to peel and break. Areas were reported as red and having liquid on it. There was no alleged device malfunction contributing to the irritation. Patient reported that his physician scheduled for nurses to visit and change bandages. Follow up indicated that the skin is getting a little better but has still sores on his back.